Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: during a percutaneous transluminal angioplasty (pta) of the subclavian artery, it was reported that a 4mmx2cm powerflex pro pta balloon could not cross the lesion. Therefore, the balloon was inflated at the proximal lesion. However, the powerflex pro balloon ruptured at 10 atmospheres (atm) in about 5 seconds. The device was removed easily and intact from the patient. Another powerflex pro of the same size was used to successfully complete the procedure. There was no patient injury reported. The device will not be returned for analysis. The target lesion was heavily calcified and severely tortuous. The rate of stenosis was 95%. After the lesion was crossed by a non-cordis guidewire, the physician tried to deliver the powerflex pro pta catheter to the target lesion, but it could not cross the lesion. The device was being used for pre-dilatation and had been inserted into the patient once. There was no difficulty removing the product from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintain negative pressure). It is unknown what contrast media/contrast to saline ratio was used. An unknown inflation device was used successfully with the other devices. There was no resistance/friction noted while inserting the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty advancing the device over the guide wire or through the vessel. The catheter was never in an acute bend. The device did not kink during use. There was no resistance/friction noted with other devices. The device was not returned for analysis. Review of lot 15742569 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Difficulty crossing a product through an anatomical structure is a known procedural occurrence. This type of difficulty occurring during the clinical use of the device is usually addressed by modification in technique or substitution with another device. Crossing difficulty is most commonly related to the patient¿s anatomy, vessel characteristics, operator¿s technique and appropriate device selection. Factors such as tortuous vessels and calcified lesions may contribute to it. Based on the information provided, vessel characteristics (heavily calcified, severely tortuous, stenosis 95%) likely contributed to the failure to cross reported. The reported balloon burst at/below rbp could not be confirmed as the device was not returned for analysis and the exact cause could not be determined. Vessel characteristics and procedural factors (balloon was inflated at the proximal lesion) may have contributed to this event. Neither the information available nor the DHR suggest that the difficulty experienced could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken at this time.

Event description:
During a percutaneous transluminal angioplasty (pta) of the subclavian artery, it was reported that a 4mmx2cm powerflex pro pta balloon could not cross the lesion. Therefore, the balloon was inflated at the proximal lesion. However, the powerflex pro balloon ruptured at 10 atmospheres (atm) in about 5 seconds. The device was removed easily and intact from the patient. Another powerflex pro of the same size was used to successfully complete the procedure. There was no patient injury reported. The device was clinically used and will not be returned for analysis. The target lesion was heavily calcified and severely tortuous. The rate of stenosis was 95%. After the lesion was crossed by a jindo guidewire, the physician tried to deliver the powerflex pro pta catheter to the target lesion, but it could not cross the lesion. The device was being used for pre-dilatation and had been inserted into the patient once. There was no difficulty removing the product from the hoop, removing the protective balloon cover, removing the stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintain negative pressure). It is unknown what contrast media/contrast to saline ratio was used. An unknown inflation device was used successfully with the other devices. There was no resistance/friction noted while inserting the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty advancing the device over the guide wire or through the vessel. The catheter was never in an acute bend. The device did not kink during use. There was no resistance/friction noted with other devices.